Event description:
Journal reference: cilia et al. "Brain networks underlining verbal fluency decline during stn-dbs in parkinson's disease: an ecd-spect study" parkinsonism & related disorders /2007/13/5/290-4. The study evaluated 20 pts with parkinson's disease preoperatively and 12 months after stn-dbs. Clinical and cognitive data were compared with 12 matched pd pts who had not undergone surgery. Reportable events: seven pts (lead 3387 n=7) experienced apathy, depression and anxiety following the start of dbs therapy. Outcome info was not provided.